Manufacturer narrative:
Method: device not returned; results: device history review could not be performed as no lot code was provided. Device inspection could not be performed as no device was returned. There is no indication to suggest a product non-conformity or unanticipated hazard. Conclusion: the exact root cause of the reported event could not be determined because no device and/or insufficient information was provided for review. Medical records indicate; operative report (25-sep-2013) notes indication for surgery "[...]still having pain posteriorly and direct injection of the hardware under fluoroscopy guidance showed that pain relief was obtained in that area. [...]"all instrumentation was removed except for the tips of the 2 broken screws at s1".

Event description:
It was reported that; patient confirmed he had his primary surgery due to back problems on (B)(6) 2011. During this surgery 6 screws and 1 plate were put in. He then experienced continued "popping noise" in his back with increasing back pain getting progressively worse. In (B)(6) 2011; he had an x-ray performed that showed one screw was broken and in (B)(6) 2011 an ultrasound further confirmed this and showed all the other 5 screws were bent. Patient stated that at that time; surgeon performed a second surgery for fusion approximately in (B)(6) 2012; a cage was added at this time. He continued to experience back pain that was getting progressively worse and it was determined that he was rejecting the hardware as 2 additional screws out of the 6 screws originally implanted were discovered to be broken. A surgery was then performed to remove all 6 screws and plate on approximately (B)(6) 2013. Patient stated he currently has only the cage hardware that was implanted during the fusion procedure. He currently continues to experience increased back pain.

Event description:
It was reported that; patient confirmed he had his primary surgery due to back problems on (B)(6) 2011. During this surgery 6 screws and 1 plate were put in. He then experienced continued "popping noise" in his back with increasing back pain getting progressively worse. In (B)(6) 2011; he had an x-ray performed that showed one screw was broken and in (B)(6) 2011 an ultrasound further confirmed this and showed all the other 5 screws were bent. Patient stated that at that time; surgeon performed a second surgery for fusion approximately in (B)(6) 2012; a cage was added at this time. He continued to experience back pain that was getting progressively worse and it was determined that he was rejecting the hardware as 2 additional screws out of the 6 screws originally implanted were discovered to be broken. A surgery was then performed to remove all 6 screws and plate on approximately (B)(6) 2013. Patient stated he currently has only the cage hardware that was implanted during the fusion procedure. He currently continues to experience increased back pain.